Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 04/10/2020. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify/confirm if "the needle broke into several pieces" or it was suture(thread) broke into several pieces? When was this breakage observed? Were there any patient consequences? What is the name of the surgery? What was used to complete the surgery? Device return follow up.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. It was reported that the needle broke into several pieces. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/27/2020. Corrected information: d3, g1, g2. Additional information was requested and the following was obtained: please clarify/confirm if " the needle broke into several pieces" or it was suture(thread) broke into several pieces? It was the needle that broke into several pieces, all retrieved and put into a container for return. When was this breakage observed? During use on patient. Were there any patient consequences? No patient adverse reported, all parts were retrieved and returned. What is the name of the surgery? N/k. What was used to complete the surgery? Another suture was used to complete the case, unknown if same lot or different lot.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/01/2020. Additional information: d10. H3 evaluation: a failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records could not be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.